Manufacturer narrative:
The customer determined pinched waste line tubing was the cause of vic and baths overflow. The customer replaced the tubing and the instrument was able to run without leaks. As preventative maintenance, the customer drained the baths and replaced the waste filter. Beckman coulter (bec) field service was not dispatched to evaluate the instrument. (B)(4).

Event description:
The customer reported a leak from the vacuum isolator chamber (vic) and baths inside a coulter act diff 2 analyzer. The instrument generated vacuum errors at the time of the leak. The volume of the leak was approximately 5 ml and was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.